Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. During the day, the customer's blood glucose level went up to 400 mg/dl to 500 mg/dl. The device was not returned.